Event description:
It was reported that a pt arrived at a hospital with return of her oncologic pain symptoms. The pump was interrogated. The following messages appeared: "pump in safe state - reset occurred- low battery- stopped pump may exceed tube set". The alarms were activated and sound. The hcp reprogrammed the pump 3 times without success. The pump was explanted and replaced. The medication administered via the pump was morphine. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).